Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that needle would not safety. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty engaging the safety mechanism is confirmed and was determined to be use-related. One 18 ga accucath ace was returned for evaluation. An initial visual observation of the returned device revealed blood use residues throughout the returned device. A slight bend was observed along the needle shaft of the accucath ace. It was observed that the white button for the safety mechanism was engaged, but the needle did not retract into the housing of the device. A microscopic observation of the returned catheter revealed some blood use residues inside the catheter shaft. Abundant blood use residues prevented the device from engaging the safety mechanism. Due to the abundance of blood along the guidewire, the needle was not able to retract completely into the needle housing. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.